Event description:
Patient was receiving IV chemotherapy consisting of etoposide, vincristine, and doxorubicin per epoch regimen. IV filter is being used to prevent precipitates from etoposide from passing through. Filter became saturated and chemotherapy began leaking out. FDA safety report ID # (B)(4).